Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the complaint device was not returned to depuy synthes, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated a depuy synthes product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy synthes complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
Iis prulo registry data received. Data involves cases ranging from october 2020 to march 2026. The registry does not provide complication-specific treatment or intervention details for the adverse events listed. Treatments and interventions appear to range from no intervention to repeat surgical intervention. Adverse event(s) and provided interventions possibly associated with gryphon proknot br (qty 3): intraop complication for jammed suture (1) intraop complication for anchor breakage (removed and replaced) (2) adverse event(s) and provided interventions possibly associated with gryphon br with orthocord (qty 22): postop complication of ligament/tendon retear (9) no specific treatment indicated postop complication of loosening (1) no specific treatment indicated postop complication of instability (8) no specific treatment indicated postop complication of stiffness (4) no specific treatment indicated adverse event(s) and provided interventions possibly associated with gryphon br with orthocord (qty 3): intraop complication for jammed suture (1) intraop complication for anchor breakage (removed and replaced) (2) adverse event(s) and provided interventions possibly associated with gryphon br with dynacord (qty 5): postop complication of loosening (2) no specific treatment indicated postop complication of stiffness (2) no specific treatment indicated postop complication of hardware (1) no specific treatment indicated intraop complication for anchor came out (removed and replaced) (1) x2 adverse event(s) and provided interventions possibly associated with gryphon br with dynacord (qty 1): intraop complication for anchor came out (removed and replaced) (1) adverse event(s) and provided interventions possibly associated with laterjet screw (qty 2): postop complication of hardware (2) with reoperation intraop complication for screw not having bite (removed and replaced) (1) intraop complication for hardware explanation (removed and replaced) (1) adverse event(s) and provided interventions possibly associated with laterjet screw (qty 2): intraop complication for screw not having bite (removed and replaced) (1) intraop complication for hardware explanation (removed and replaced) (1) adverse event(s) and provided interventions possibly associated with dynacord freestand suture (qty 1): postop complication of stiffness (1) with reoperation.